Event description:
It was reported that the balance middleweight (bmw) hydro guide wire was being used in the left anterior descending (lad) coronary artery. An intravascular ultrasound (ivus) catheter was being removed from the bmw wire. When the catheter had reached the exit hub (touhy), outside the anatomy, it became stuck on the bmw wire. Attempts to pull the ivus catheter off the wire ultimately were successful. The procedure was then completed over the same bmw wire with stent implantation in the lad. There were no adverse patient effects. The physician reported that similar issues with stickiness of devices on the bmw wire had occurred in the past. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. There were two bends in the distal core, 8 mm and 2 cm proximal to the tipball. The tip coils were stretched distal to the center solder for a length of 1 mm. There were offset intermediate coils proximal to the center solder for a length of 1 cm. There were bends in the proximal core of the guide wire. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as there was no damage reported during inspection prior to use. Factors that may contribute to the inability to retract the intravascular ultrasound (ivus) over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the ivus, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the ivus. The ivus used during the procedure was not returned which may have aided in the evaluation. The outer diameter of the guide wire was measured with a laser micrometer and this met manufacturing criteria. The tip was tugged on to confirm that the core and shaping ribbon were intact. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product. A conclusive cause for the difficulty could not be determined, and there is no indication of a product quality deficiency.